Event description:
Customer reported an a/d channel 3 error, and the tech smelled something burning. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cap module, battery pack, filament driver board, and battery charger. System operates as intended. (B) (4)